Event description:
It was reported that the head sheared off the screw and the threads were left in situ in the patient. Additional information received: the procedure could be completed successfully. Delay of 5 mins whilst trying to retrieve broken part of screw.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device can not be returned as it is contaminated.

Manufacturer narrative:
Please note the correction to h6 device code. The reported event could be confirmed, since we received two pictures for evaluation and they match the alleged failure mode. The device inspection revealed the following: we have received two pictures of the head¿s screw that was sheared off the screw. The received pictures of the screw was found to be broken from the head region. Since these are pictures taken with a camera, we cannot analyze in depth as with a microscope nor confirm the cat# and the lot# of the device. This type of failure is typical of that caused by torsional and bending overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was primarily attributed to be user related along with patient factor such as hard/dense bone. The breakage was caused due to application of slightly high force. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the head sheared off the screw and the threads were left in situ in the patient. Additional information received: the procedure could be completed successfully. Delay of 5 mins whilst trying to retrieve broken part of screw.